Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing when doing the plunger travel test it was giving force sensor background test alarm. There were no patient involvement and no patient harm.